Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was reported that there were 4 incidents of pe lined tubing used for taxol leaking from the back of the filter at the boise cic. The leaks were small but visible, with drops observed on the floor at the completion of the infusion. The rn approached the patient to turn off the pump and looked at the filter and saw drops of fluid. There was potential patient exposure to chemotherapy. A spill kit was used to clean chemo that leaked from the filter. There was not a critical delay. No medical intervention was needed as the leak was visualized and cleaned per hospital policy with chemo spill wipes. The medication involved was 85 mg at 6 mg per ml of paclitaxel that was being administered. Sample photos were provided. The event occurred during infusion. There was patient involvement and harm.